Event description:
The customer reported to olympus, the the evis exera iii video system center would not display an image prior to an unknown procedure. The device had a connection problem. The procedure was subsequently completed with a similar device. There was no procedure delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed and was found to be caused by a faulty video cable connector. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a faulty video cable connector (upcv19exrc/ru353500) was confirmed and was determined to have caused the image to not properly display. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.